Event description:
It was reported that during a procedure, the tip of the blade of the ultrasonic scalpel broke off of the device. An x-ray was taken but was inconclusive as to whether the piece remained in the patient or not. No patient injury was reported by the user facility.

Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad had an indention and the distal tip of the blade was broken off. A gouge was observed at the fracture site. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.